Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the patient with diabetes received a line blocked alarm earlier that day and, upon addressing it, discovered insulin leaking from the infusion site into their shirt. She was unsure of the cause and noted that her glucose rose to 295 mg/dl, adding that she had unusually not entered carbohydrates consumed that day. She said that she would change the infusion site as needed if her glucose continued to rise. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. There was no patient injury.